Event description:
The customer reported the system will fluoro, but will not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu. System operates as intended. (B)(4).